Event description:
No image shown when catheter was plugged. No patient harm occurred another reprocessed avc nav catheter was opened to complete the case. Vendor notified. Manufacturer response for intravascular ultrasound catheter, ultrasound catheter reprocessed biosense webster (per site reporter).